Event description:
From (B)(4) study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug (implantation date not provided). According to report from clinical trial organizer the device was not working since (B)(6) 2013. No further details was provided regarding product issue. The treating facility determined the system would be removed from patient use (B)(6) 2013. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the result of the evaluation.